Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.